Event description:
It was reported that balloon ruptured occurred. The patient had hypertension. The 99% stenosed, 20cm target lesion was located in the severely calcified superficial femoral artery (sfa) and below the knee vessel. After a guide wire crossed the lesion, plain old balloon angioplasty (poba) was performed. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. However, during the third inflation at 14 atmospheres for 5 seconds, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with another of the same device. The blood vessel was clearly recognized through fluoroscopy. Another 3.0mmx30mmx143cm coyote nc balloon catheter was advanced for dilation. However, during the first inflation for 15 seconds, the balloon ruptured. When the device was pushed forcibly, the shaft got kinked near the distal sfa and a vessel perforation occurred. The device was removed and astriction was performed with a 5x80mm non-bsc balloon catheter. The procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with blood in the inflation lumen (shaft). The tip, balloon, markerbands were microscopically and visually inspected. Inspection revealed numerous kinks in the hypotube, and a pinhole in the balloon material that was located 4 mm distal of the proximal markerband. Functional testing was done by attaching an inflation device filled with water to the hub of the threader balloon catheter. When pressure was applied, a pinhole was found in the balloon material. Inspection found the rest of the device free of damage. There is no indication the device was inflated over rated burst pressure (rbp).

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon ruptured occurred. The patient had hypertension. The 99% stenosed, 20cm target lesion was located in the severely calcified superficial femoral artery (sfa) and below the knee vessel. After a guide wire crossed the lesion, plain old balloon angioplasty (poba) was performed. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. However, during the third inflation at 14 atmospheres for 5 seconds, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with another of the same device. The blood vessel was clearly recognized through fluoroscopy. Another 3.0mmx30mmx143cm coyote nc balloon catheter was advanced for dilation. However, during the first inflation for 15 seconds, the balloon ruptured. When the device was pushed forcibly, the shaft got kinked near the distal sfa and a vessel perforation occurred. The device was removed and astriction was performed with a 5x80mm non-bsc balloon catheter. The procedure was completed. No patient complications were reported and the patient's status was good.